Manufacturer narrative:
(B)(4).

Event description:
The customer complained of ongoing quality control (qc) issues for therapeutic drug monitoring (tdm) assays on a cobas 6000 c (501) module that started on (B)(6) 2017. The customer has tried fresh calibrators and controls. The customer also mentioned an erroneous result for 1 patient tested for vanc2 vancomycin (vanc2) on (B)(6) 2017. The erroneous result was reported outside of the laboratory. The initial vanc2 result was 6.3 ug/ml. The repeat result was 9.0 ug/ml. The repeat result was believed to be correct and the initial result was corrected to 9.0 ug/ml. No adverse event occurred. The vanc2 reagent lot number was 16214401 with an expiration date of 03/31/2017. The field service engineer (fse) visited the customer site and identified pinched vacuum tubing at the rinse mechanism. The fse re-adjusted all rinse tubing and rinse volumes. The sample probe and reagent probe were replaced and adjustments were performed. The instrument was verified by performing mechanism and photometer checks. A 21 cup precision was run and all results were within specified guidelines. The customer ran calibration and qc with no further issues.

Manufacturer narrative:
The investigation determined that the pinched rinse tubing found by the fse was the root cause of the event. This issue would affect the proper cleaning of the measuring cuvettes. The customer has not had any further issues since the service visit.